Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case was broken and the clip slipped out of the case while the customer was wearing it. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer's blood glucose was approximately 190 mg/dl. The customer loaded new supplies and resumed insulin delivery.